Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While performing a post-implant follow-up, an unstable lead impedance with a decrease in sensing and an increase in threshold were observed on the atrial lead. The lead was attempted to be re-positioned; however, the helix could no longer be manipulated. The lead was explanted and replaced. Upon visual examination, a small kink was observed on the proximal part of the lead. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual and x-ray examination found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was damaged/over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of the inability to manipulate the helix was isolated to the damaged/over torqued inner coil in the connector region and the helix/inner coil being clogged with blood/tissue. The reported events of unstable lead impedance, increase in threshold, and a kink were not confirmed.